Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have permanent damage to their teeth from the aligners. They had to have a tooth removed due to the damage from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.